Event description:
It was reported that a patient's blood glucose (bg) levels reached 380 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (leg). The cannula was also found kinked/bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula, unsure inserted cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. No bends or kinks were observed to the exposed portion of the soft cannula. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The distal tip of the exposed portion of the soft cannula was observed to be torn. It could not be determined when or how this damage occurred and cannot be attributed to the reported events.